Event description:
Healthcare professional reported the event of right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations. Deformation observed on the device. White particle observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.